Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using night aligners, the patient had teeth move throughout the day so they would sometimes be a little tight at night, aligners had cracks in them and the back right molars are now touching a bit, where the top aligner doesn' cover other teeth and did not have all of the back molars touch when the jaw.closed.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.